Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2011 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and a mesh was implanted concurrently with cystoscopy and urethrolysis, due to probable detrusor instability and dysfunctional uterine bleeding. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Due to pelvic pain, patient underwent mesh revision/removal on (B)(6) 2011. On (B)(6) 2012 macroplastique urethral injection and cystoscopy we performed due to recurrent stress incontinence. The patient underwent cystoscopy with hydrodistension and laparoscopic adhesiolysis and insertion of interceed adhesion barrier on (B)(6) 2012. (B)(4).